Manufacturer narrative:
A specific root cause could not be determined. As no product was returned, further investigation was not possible.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). The result at 11:38 am from a fingerstick was hi (601 mg/dl). The result at 11:48 am from a laboratory draw was 103 mg/dl. The patient had not been symptomatic of hyperglycemia, so the staff did not believe the hi meter result and drew a laboratory sample. They did not treat the patient based on the questionable result, but rather awaited the laboratory result. There was no adverse event. The patient had been admitted on (B)(6) 2017 for shortness of breath. The patient had a history of coming to the ER for shortness of breath, acute respiratory failure, dyspnea, cough, etc. The customer was advised that poor oxygenation could attribute to poor peripheral blood flow and affect the result from a fingerstick. Product labeling discusses this limitation. The strips were requested to be returned for further investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.